Event description:
It has been reported to philips that the system was not booting up. The system was not in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. Upon troubleshooting, fse found that the system was an old version and the issue was already resolved when the customer restarted the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome.